Event description:
A pt sample run for benzodiazepine initially gave a negative result. When diluted and repeated. The result was positive. The incorrect result was not used to guide pt therapy. No malfunction of the system could be determined.